Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The patient had a PICC line placed for medication. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR ref# 1820334-2016-00601). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: a review of the complaints history, device history record and specifications was conducted for the purpose of this investigation. The device was not returned to assist with the investigation. Instructions are in place to verify that the device is manufactured within specifications. There is no evidence to suggest the device was not manufactured to specification. A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. Measures have been previously initiated to address this failure mode. Based on the limited information provided, a definite root caused could not be determined.

Event description:
The patient had a PICC line placed for medication. On two separate occasions, a crack in the lumen was noted just beneath the hub in a short space of time after their insertion (MDR ref# 1820334-2016-00601 and 1820334-2016-00609). The PICC lines were removed and a new line was inserted. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.